Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was hospitalized for heart failure. During the hospitalization, the patient had an arrhythmia. The crt-d delivered shocks but the patient subsequently died at the end of the episode. The next day in the morgue, the physician tried to interrogate the device but without success. A boston scientific field representative was called to the hospital but was also unable to establish telemetry with the device. The device will not be explanted and returned. No memory downloads had been performed prior to the patient's death. The patient was being followed by latitude and all data was normal. Additional information was reported that the patient's family and the physician felt that the device functioned normally prior to the patient's death. In addition, there were no allegations that the device caused or contributed to the patient's death.